Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensors. Customer's blood glucose was 13 mmol/l. Customer inserted a new sensor but when they connected to the transmitter, it did not blink green. Customer removed the sensor and the filament was not present. Customer did not check if it was retracted and the needle was not difficult to remove. Customer stated that the sensor was only worn for a few hours. Customer disposed the sensor and was advised that the sensor will be replaced.